Event description:
Per the audiologist, the pt was hit in the head in late 2007. After the incident, the pt reported hearing intermittently for a short time and then was not hearing anything with the cochlear implant sys. Results from an integrity test done in 2008 showed the receiver/stimulator was functioning normally. An x-ray reportedly did not show any problems. A CT was recommended but no results were reported. In approx two months later, the pt bumped into a door. When the processor was turned on she reported a faint buzzing which increased with microphone input. No integrity test has been requested. Explant/reimplant surgery has been scheduled for the second half of the following month.

Manufacturer narrative:
This type of event is addressed in the device labeling.